Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was experiencing pacing impedance high out of range. The sensing and threshold measurements remain stable. Technical services (ts) was consulted and noted a small drop in impedance but still out of range. The device remains in service. No adverse patient effects were reported.